Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was tortuous. During the deployment process, it was reported that resistance was encountered and the outer sheath marker only moved one centimeter. The physician added more force; however something "tore" and the delivery catheter "bent" at two locations. The user was unable to confirm what part of the device was torn. As a result the stent was only able to be partially deployed inside the patient. The stent was unable to be re-constrained prior to removal. Post procedure, it was discovered that the user's rubber gloves were caught between the outer and inner sheath of the device. The procedure was successfully completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. Bends were noted in the shaft. During analysis, it was possible to partially deploy, re-constrain and fully deploy the stent without issue. No issues were noted with the profile of the deployed stent or the inner lumen. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of a cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was tortuous. During the deployment process, it was reported that resistance was encountered and the outer sheath marker only moved one centimeter. The physician added more force; however something "tore" and the delivery catheter "bent" at two locations. The user was unable to confirm what part of the device was torn. As a result the stent was only able to be partially deployed inside the patient. The stent was unable to be re-constrained prior to removal. Post procedure, it was discovered that the user's rubber gloves were caught between the outer and inner sheath of the device. The procedure was successfully completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.